Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 95 mg/dl at the time of the incident. The customer was at 65 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Customer also had a high of 261 mg/dl which they treated with manual injections. Troubleshooting was not completed as the paramedics arrived. The insulin pump will not be returned for analysis.